Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-2636 knotless fibertak tigerlink shuttle suture breaks before the repair suture (blue) can be pass through the implant. This was discovered during a procedure. Additional information received on 12/20/2022: procedure occurred on (B)(6) 2022 and was completed creating a new bone socket and using an ar-2923ps peek pushlock. During the procedure a total of (4) ar-2636 knotless fibertak tigerlink shuttle suture broke. All broken fragments were retrieved and due to delay in the case, patient was administered additional anesthesia.